Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that the patient reported when they got the urge to go void, they get to the restroom and then couldn¿t go. No further complications were reported.